Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on acceptance criteria. During on site visit, the field service engineer (fse) replaced optics and gas bottle. The fse performed system verification as per sir (service installation record). Root cause are worn optic parts. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported high voltage. Additional information requested.